Event description:
On (B)(6) 2016, a dental professional reported that a patient with a 3m espe lava ultimate cad/cam restorative for e4d crown required tooth extraction and placement of an implant. The lava ultimate crown had been placed on tooth 30 on (B)(6) 2013. The crown debonded in (B)(6) 2015 and at that time, recurrent decay was present. This decay was removed and the lava ultimate crown was re-cemented. In (B)(6) 2016, the crown re-debonded and it was noted that the tooth structure had further broken down. On (B)(6) 2016, the patient made the decision to proceed with tooth extraction and implant placement; these procedures were performed on (B)(6) 2016. Prior to placement of the initial lava ultimate crown, this tooth had undergone root canal therapy (date not known to this dental professional, as it was performed by another dentist).